Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1 ml of juvéderm® voluma¿ with lidocaine and in the nasolabial folds with 1 ml of juvéderm® volift® with lidocaine. A few hours later, the patient experienced ¿swelling, the filler became very hard,¿ and the patient showed ¿inflammation¿ all over the face that was confirmed 24 hours later. Multiple ¿granulomas with irritation and redness¿ was found. Biopsy was not provided. The patient was treated with ibuprofen, cortisone, dermacalm, and hyalase. The event resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00280 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.